Event description:
It was reported that during one aneurysm embolization case, subject stent got stuck inside the microcatheter. The operator tried several times, but it was still not able to be advanced, so withdrew it slowly and the stent was then deployed inside the microcatheter. Operator withdrew the microcatheter and completed the procedure successfully with another device. No impact to patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated, d9 returned to manufacturer on ¿updated, h3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent delivery wire (sdw) was seen to be kinked bent and a distal section of the sdw was seen to be broken in the sheath. The stent was seen to be deformed. Functional inspection not performed due to damage to stent and when catheter was cut the stent was deployed within the shaft and eventually removed from the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. There was significant damage noted to the system that was returned. The sdw was seen to be kinked bent and broken. The stent was stuck within the corresponding catheter and when removed, it was seen to be deformed. The as reported codes stent difficult/unable to advance/pullback through catheter and stent deployed prematurely during use can be confirmed based on the analysis and defects noted. The as reported codes stent difficult/unable to advance/pullback through catheter and stent deployed prematurely during use as well as the as analyzed codes sdw kinked bent, stent deployed prematurely during use, sdw broken/ fractured during preparation and stent deformed will be assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during one aneurysm embolization case, subject stent got stuck inside the microcatheter. The operator tried several times, but it was still not able to be advanced, so withdrew it slowly and the stent was then deployed inside the microcatheter. Operator withdrew the microcatheter and completed the procedure successfully with another device. No impact to patient.